Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was returned for evaluation. The unit was returned with a stain on the side of the device and noted to be on the inside of the clear housing and on the side of the barrel. No functional testing was performed, as no functional issues were reported for this device. Visual examination noted the presence of an adhesive stain on the side of the device. However, the stain did not obstruct the graduation marks in the barrel. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is ¿user preference issue¿ as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that foreign material was noted on the device. An advantage kit was selected for use. During unpacking, a white stain by some type of glue or fluid was observed on the clear side of the encore 26 inflation device inside the housing but not in the inflation device syringe. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that foreign material was noted on the device. An advantage kit was selected for use. During unpacking, a white stain by some type of glue or fluid was observed on the clear side of the encore 26 inflation device inside the housing but not in the inflation device syringe. The procedure was completed with another of the same device. No patient complications were reported.